Manufacturer narrative:
H.6. Investigation summary: one sample was returned to hanscent, lot number is 20190321. Hanscent visually inspected the sample, the end tip cap was unconnected to the product. Hanscent did not identify any product defects or manufacturing issues which could have caused or contributed to the customer¿s experience. When reconnecting the end tip cap to the end tip, it was a tight fit. Retention samples checking: twenty pcs IV set cfn120 retention products of lot 20190321 have been randomly sampled, all complete before unpacking and no such issue occurred. DHR inspection: hanscent reviewed the DHR including end tip and end tip cap injection molding record, there is no issue and all conform to the manufacturing specification. Process checking: from investigations of assembly process , no issue found about the tip cap assembly. The end tip is the last step of assembly before the product is put into the unit package. The requirement about the protective cap is that ¿protective cap should be secure but easily removable¿ in iso 8536-4 and quality agreement , no defined separation force. Therefore, the cap is assembled manually with trained strength to meet the requirement. During the cap injection verification stage, the compatibility of the luer cap would be verified to be qualified. The possibility that the cap is loosened by other process steps is rather low. And as the end tip is wired up in the middle of the circles of tubes, which makes it safer in the later sealing and delivery steps. Dimension check: end tip cap of retention samples and wip sample have been tested, which shows a positive result. The key dimension is also within tolerance, which is 4.2±0.1. Root cause: from investigation, there is the possibility that the assembly workers did not use enough force when assembling the end tip and the cap. Currently there is no clear stipulation of how much force shall be applied in the assembly process based on the product standard. Corrective and preventive actions: to avoid this issue, the following actions would be implemented: 1) retrain the workers to use adequate force (still not very large so as to prevent end tip expansion) when assembling the end tip and cap. 2) add one process from december 25, 2019: the qc randomly sample testing the cap separation force to be 2-20 n after product assembled before package sealing. This force is a reference to bd europe requirement of other IV set products. 3) packaging workers will be retrained to make sight inspection and let the previous process re-assemble the product if loose end cap is found. 4) qc will check whether there are similar loose end tip cap cases and pick out the inappropriately assembled products. Conclusion: one sample was returned to hanscent. From investigation, there is the possibility that the assembly workers did not use enough force when assembling the end tip and the cap. Currently there is no clear stipulation of how much force shall be applied in the assembly process based on the product standard. H3 other text : see section h.10.

Event description:
It was reported that the end tip cap on the IV set cfn120 bp hs was "removed too easily" before use after opening up the packaging. This occurred on 1000 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "when the package is opened, the end tip cap of IV set is removed too easily. When the package is opened, the end tip cap of IV set is removed too easily. Therefore, the end-tip is exposed to the possibility of contamination."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end tip cap on the IV set cfn120 bp hs was "removed too easily" before use after opening up the packaging. This occurred on 1000 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "when the package is opened, the end tip cap of IV set is removed too easily. When the package is opened, the end tip cap of IV set is removed too easily. Therefore, the end-tip is exposed to the possibility of contamination."